Event description:
It was reported by service report that the bed exit was not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: scale and bed exit were unavailable due to a wrong single zone footboard with no scale module was installed to the bed by untrained staff.